Event description:
Additional follow-up with the user facility was performed, and it was confirmed that the correct dialyzer was returned for evaluation.

Manufacturer narrative:
Additional information: b5, d4, d10, h4 the complaint device was returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Coagulated blood was present throughout the dialyzer and within the header caps. The returned sample was subjected to a laboratory bubble point test. No leak was detected, possibly due to the accumulation of coagulated blood throughout the dialyzer. The dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 315 degrees on the cavity ID end. The identified fiber fragment extended out of the polyurethane (pu) potting surface and measured approximately 5.07 mm in length under magnification (x20). The opposing end of the fiber was identified near the broken fiber. A few other fibers within the general area of the broken fiber appeared to be bent/pitted; however, no leaks were identified. No other damage or irregularities were noted on the returned sample. The inferior surface of both pu potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t hemodialysis (hd) machine alarmed with a blood leak alert during a patient¿s treatment. Additional information was obtained through follow-up with the facility¿s biomed and clinic manager (cm). It was confirmed that a dialyzer blood leak had occurred during a patient¿s hd treatment. The blood leak was reported to be internal, and visible in the dialysate compartment of the device. The machine alarmed appropriately with a blood leak alert. No defects were identified on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine was pulled from service for evaluation, and as a precaution the blood leak detector was recalibrated. The machine was subsequently returned to service. The dialyzer was reported to be available for a manufacturer evaluation.